Event description:
A bladder neck suspension procedure was performed without incident in 1/96. Several months following the procedure, the pt returned with pain. No signs of infection were noted. A CT performed revealed an anchor had dislodged and was free floating. The anchor and suture were surgically removed. The pt remained continent and no cultures were taken for infection. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed. Follow up revealed the pt reportedly had noticed a "boil" at the incision site prior to this episode of discomfort. No treatment was sought by the pt at that time. The pt's description of events may indicate a prior incisional infection. However, without cultures and/or further info, co cannot determine the exact cause for this event.